Event description:
A distributor in (B)(6) reported that an rt021 catheter mount connector leaked when taken out of the box. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt021 catheter mount was returned to our regional office in (B)(4) where it was inspected by a fisher & paykel healthcare technician. A photograph was taken for our investigation. Results: visual inspection of the supplied photograph showed that the tubing cuff of the catheter mount was split at the connector end. A lot check revealed no other complaints for lot number 131202. Conclusion: we are unable to determine the cause of the damage. All rt021 catheter mounts are pressure tested and visually inspected prior to being released for distribution. Any catheter mount with a split tube would have failed the pressure test. This suggests that the returned catheter mount became damaged after it was released for distribution. Our user instructions that accompany the rt021 catheter mount state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.